Event description:
It was reported that during pre-test, part of the cuff was sticking to the cannula. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. One picture was received for evaluation. Visual inspection of the picture found the cuff is inflated, and one part is sticking to the shaft. Although, no samples were received to perform inspection or testing, a probable root cause is teflon was not properly distributed on the cuff. The following actions were taken: an alert was generated to show the operators the procedure of teflon application in the cuff to prevent sticking to the shaft. Production personnel was trained on quality alert by an area trainer. A visual aid was released to show the operators the procedure of teflon application in the cuff to prevent sticking to the shaft. Production personnel was trained on quality alert by an area trainer. Operator of device is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).